Event description:
This report is entered with limited info. Surgeon forwarded an x-ray displaying a broken stem. Further info is already requested.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.